Manufacturer narrative:
A good faith effort was made to get part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was scrapped by the customer. However, the customer was looking for clarification if the fetal spiral electrode (fse) is to remove in situation of forceps delivery. The customer reported that fse caused laceration. The laceration was repaired with 3 steri strips. The reported part was scrapped.

Event description:
The customer reported that they performed a forceps birth with the fse (fetal spiral electrode) still attached and the baby sustained a scalp laceration. It was reported that the wiring from the fse (fetal spiral electrode) was trapped between the forceps and scalp of the child during the birth causing the laceration.

Event description:
The customer reported that the fetal spiral electrode was attached to the baby's head even after the birth and the baby sustained a scalp laceration.